Manufacturer narrative:
The pump was unable to vibrate due to broken vibrator red wire. The pump passed the operating currents test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump had cracked reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device does not alarm when it suspends, nor does it vibrate. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer states the device did not vibrate. The customer was advised the pump would be replaced and returned for analysis.